Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range (oor) pacing lead impedance (pli) measurements greater than 2,000 ohms. Out of range pacing impedance measurements were also observed when the lead was connected to a pacing system analyzer (psa). Fluoroscopic imaging revealed no lead fracture or device to lead connection issues. An invasive procedure was performed. The lead was explanted and replaced and this pacemaker remains implanted and in service. Reference report 2124215-2014-09246.